Manufacturer narrative:
Continuation of d10: w1tr03 crt-p implanted: (B)(6) 2021. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced a buzzing like "electric" sensation on their shoulder, on the side that their cardiac resynchronization therapy pacemaker (crt-p) is implanted. The crt-p remains in use. It was further reported that the patient had a remote device check and clinic visit. The patient symptom was intermittent during clinic evaluation and, thought to be possible pocket stimulation due to left ventricular (lv) lead, left ventricular tip to can pacing configuration though thresholds and outputs have been stable. Reprogrammed lv pacing configuration, per physician order, left ventricular tip to left ventricular ring. Throughout the rest of visit the patient experienced no additional symptoms. The lv lead remains in use. No further patient complications have been reported as a result of this event.